Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 100 mg/dl. No additional patient or event information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On (B)(6) 2023, the following information was reported: the pump history was reviewed and it was determined that the battery was depleting appropriately during the event. Additionally, the pump history revealed that a power source alert occurred after the pump was plugged into a pc via usb. The customer reverted to an alternate method of insulin therapy. H6 (remove code 2885, add code 2892).